Event description:
It was reported that the patient's home charger gets very hot and the button on the middle of the charger has come off and attaches to the external sound processor and melted off charger. There was no allegation of serious injury associated with the issue and a replacement home charger was sent to the patient.